Manufacturer narrative:
Literature citation: masaki yoshida, yoshihiro kato, satoru fukada, hiroyuki ishi, yasuo morio "our experience of balloon kyphoplasty for non-union." Mean age: 79.3 years. Male: 4, female: 21. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Twenty five patients/27 vertebrae with mean follow-up period: 22.9 months, underwent balloon kyphoplasty for non-union of osteoporotic vertebral fracture from (B)(6) 2011 to (B)(6) 2015. They were followed up for minimum of six months. As post-op complication cement leakage was observed in 3 vertebrae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.